Event description:
Approximately 1 year and 11 months post heartware lvad implantation, the patient experienced driveline connector damage. Vad coordinator reported that during the examination of the driveline cable for this patient, the connector was found to be loose (rear portion). The vad coordinator tightened the connector and reassured that the connector was secure. There were no reported disturbance or interruption of the lvad system. The event was resolved without patient injury. The site will continue to monitor the patient's driveline cable connector by scheduling a visit with the heartware clinical engineer. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Additional information: four days after the connector damage was identified during the routine visit, a heartware clinical engineer performed a successful connector repair. During inspection it was observed that the rear portion of the driveline connector was loose and could be turned completely; the connector fell apart. The patient then reported that this happened twice before in the previous month; he had not reported the event. In addition to the connector repair, the clinical engineer back-filled the strain relief. No additional information will be forthcoming.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the photo of the log files displayed on the monitor revealed that there were multiple vad stopped/vad disconnect alarms relevant to the reported event. The root cause of this event cannot be conclusively determined. However, loose driveline connector events were investigated under internal investigation (B)(4), which found the root cause of these types of events to be external shock to the driveline/controller connector followed by twisting and torquing of the driveline over time. No additional information will be forthcoming.